Event description:
Aneurx stent grafts of unknown catalog and lot numbers were successfully implanted to treat an abdominal aortic aneurysm in 1998 in a pt with an angulated aortic neck. In 2000, the pt complained of abdominal pain and underwent a CT that showed device migration and a significant endoleak. The pt underwent successful surgical repair of the aneurysm with explant of the device on an unknown date. There were no add'l clinical sequelae reported relative to the event and the pt is reportedly doing fine. No further info is available at this time. The aneurx device most often used to treat an abdominal aortic aneurysm is a bifurcated stent graft. This leads us to believe that the device used on this pt was a bifurcated stent graft.

Event description:
A 26mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were successfully implanted for the treatment of an abdominal aortic aneurysm in 1998. It is reported that the pt had an angulated aortic neck. In 5/2000, the pt complained of abdominal pain and underwent a CT scan that revealed that the device had migrated and there was a significant endoleak. The pt underwent successful surgical repair of the aneurysm with explant of the stent graft on an unknown date. There were no additional clinical sequelae reported relative to the event, and the pt is reportedly doing fine. CT scans were rec'd 4/2001. Film interpretation by an outside independent physician on 5/2001 was performed. The CT scan of 10/1998 demonstrated an abdominla aortic aneurysm measuring 5.3cm in size. The 2/99 CT scan demonstrated poor proximal stent graft position, the abdominal aortic aneurysm measuring 5.3cm in size and negative for an endoleak. The 7/99 CT scan demonstrated poor proximal stent graft position. The 5/2000 CT scan revealed a type I endoleak and an increase in the abdominal aortic aneurysm to 6cm in size. The conclusion of the film interpretation by the physician states. " poor proximal stent graft fixation due to sub-optimal placement below the landing zone. Type 1 endoleak with increased aaa size and symptoms resulting in open surgical conversion."